Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08718 it was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). After a 6f non-bsc introducer sheath was inserted into the left femoral artery, a 018 non-bsc guidewire crossed the lesion area. Then a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced to dilate the lesion. There was no visual issue noted on the device prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was exchanged with a 3mmx40mmx146cm coyote¿ es balloon catheter and was advanced to the lesion. However, during the first inflation at 14 atmospheres, the balloon ruptured again after being inflated for 10 seconds. No segment of the devices were detached inside the patient after the balloons ruptured. A 3x4 non-bsc balloon catheter was used and inflated at 20 atmospheres. Then a 6x10 innova stent was deployed in the lesion. Post dilation was performed with a 5x4 sterling balloon catheter at 14 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was good.